Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 8, 2016. (B)(4). Visual inspection was performed on the returned sample, during which no anomalies were noted anywhere on the device. A review of the device history record revealed no manufacturing anomalies. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of those tests and the unit met all specifications. The sample was then set up in a simulated cpb circuit within the aortic root vent line off of a y-connector with the cardioplegia line and cardioplegia needle. The vent line was left unclamped while the cardioplegia line and pump were flowing, to simulate the delivery of cardioplegia to the heart. The line with the cardioplegia needle was then clamped to represent any backpressure that may exist within the heart. With this line clamped, the flow began to go through the vent line, where there was least resistance, until the positive pressure build up in this line reached approximately 168mmhg and the valve leaked. The positive pressure relief valve within the ops valve functioned as intended. How the valve was used during the surgery, and the clinical techniques and factors used during the surgery, were the likely causes for the ops valve leaking. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vacuum release line was squirting blood out of it. Blood loss of 25ml. Product was changed out. Procedure was completed successfully.